Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, patient's right knee was revised to a hinged knee prosthesis to address the gross valgus instability secondary to incompetent medial collateral ligament. This is the subject of this complaint. The femur, tibial tray, and tibial insert were revised to a hinged construct. The primary patella was retained.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for pain/stiffness. Doi: (B)(6) 2008, dor: (B)(6) 2018, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4).